Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice automated pd set with cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the cassette area during fill one of five of peritoneal dialysis therapy on a homechoice (hc) device. The patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy. The patient was to complete therapy by starting over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.